Manufacturer narrative:
The company was notified that the recipient removed the extruded device from the electrode on (B)(6) 2021. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device extrusion. The recipient's device was explanted. The recipient was not reimplanted. The recipient has healed and no infection was involved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The device is presumed lost and will not return for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.